Manufacturer narrative:
Product evaluation: the cartridge was returned with the reported foreign material. Both were taped to a white card. The used cartridge was evaluated. Viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. No cartridge damage observed. No fibers are observed in or on the cartridge. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The associated iol product history records were reviewed and the documentation indicated the product met release criteria. Written on the returned white card were the words ("fiber" in red circle/staff). A small blue fiber was observed inside the red circle on the tape. There are multiple blue fibers observed under the tape that has been placed around the marked sample. These fibers appear similar in appearance. This may indicate the fiber origin is at the site. Fiber sent to particle lab for analysis. The particle lab analyzed the indicated sample using microscopic fourier transform infrared spectroscopy (micro ft-it). The best match to the generated ir spectra was cotton. Cotton is a common fiber found an many environments. The used cartridge was evaluated. No cartridge damage observed. No fibers are observed in or on the cartridge. All cartridges are 100% inspected at the final step before pouching. All cartridges are also subjected to an air blow off during processing. The air blow off before pouching, as well as, the 100% inspection of each cartridge would indicate the fibers most likely origin would not be the manufacturing site. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. (B)(4).

Event description:
A clinical manager reported that during an intraocular lens (iol) implant procedure, a fiber was released into the patient's eye with the iol during implantation. The fiber is believed to be a sliver of plastic from the cartridge. The fiber was removed during the initial procedure with no patient harm. The iol remains implanted in the patient's eye.